Event description:
Customer reported error 2017, substrate purge failure and error 2015, bf probe purge failure on the aia-360 analyzer. This is a reportable event based on delay in reporting patient results for estradiol (e2) and beta human chorionic gonadotropin (bhcg).

Manufacturer narrative:
An investigation was performed in response to a complaint of errors 2017 and 2015 on the aia-360 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) was able to reproduce the reported issue by priming the bf wash probe. The issue was resolved by replacing the tube inside the bottle of wash. The investigation found a hole in the wash tubing which was due to maintenance problem. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. The aia-360 training manual under troubleshooting states the following: [2017] problem: substrate purge failure cause: no substrate was dispensed at daily maintenance. Solution: check substrate level and replace as necessary, repeat daily maintenance. The aia-360 operator's manual under chapter 7- list of error messages states the following: [2015] error message: bfprobe purge failure description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. (B)(4).